Manufacturer narrative:
The unit alarmed software error due to a software error. Unable to perform the full functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests, and the unexpected restart alarm were unable to be performed or verified due to software error alarms. The unit had a cracked reservoir tube lip, broken battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked belt clip slot, a scratched reservoir tube window, and no cracks on the reservoir tube window.

Event description:
The customer called to report that the insulin pump was cracked in different locations and it alarmed software error and unexpected restart. The customer's blood glucose level was unknown. No further details were provided.